Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site resulting in extrusion of the device. Subsequently on (B)(6) 2016, the device was explanted.